Manufacturer narrative:
(B)(4). Insulin pump received with critical pump error due to moisture damage to force sensor. Insulin pump received with corroded electronic assemblies and corroded motor home switch. Unit unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error or open book image alarm. Unit received with missing display window or cover and cracked case battery tube.

Event description:
The customer reported via phone call that the black strip on the insulin pump has fallen off. The customer¿s blood glucose level was 360 mg/dl. The customer reported that the front part of the insulin pump was cracked. The customer reported that the insulin pump has cosmetic damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.